Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number is included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was deemed inoperable due to their charging system and programmer no longer being able to communicate with their ipg. As a result, the patient's ipg was explanted and replaced. Surgical intervention addressed the issue.